Event description:
The device was used during an abdominal hysterectomy procedure. The staples did not lock properly. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
11/22/96-supplemental report #1 submitted to FDA. The product was not returned to the MFR for evaluation.